Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low glucose with concurrent device alerts for low and urgent low while using the ilet with humalog; the user noted a recent high glucose before the low, had been on therapy for several months, performed a confirmatory fingerstick, announced meals appropriately, and had recently filled tubing after a brief disconnection. Symptoms included hypoglycemia with a reported nadir of 52 mg/dl. Outcomes included self-treatment with oral carbohydrates and no need for external assistance or medical intervention. Investigation included customer interview and device use history review. Investigation of this case revealed no device malfunction and suggested that an overcorrection following a preceding high during ongoing adaptation could have contributed to the hypoglycemic event, with no contributing changes to targets, weight, bg run mode, date/time, or medications identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.